Event description:
Clinical study. It was reported that less than 24 hours after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated in the index procedure was a 2.5 mm, 80% stenosed, 15mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50 x 16mm drug eluting stent in the target lesion. The pt expired less than 24 hours after the procedure. During the baseline procedure, a stent was deployed after the om into the cx with excellent results. However, the pt complained of chest pain and became bradycardic. A temporary pacemaker was inserted into the apex of the right ventricle. Shortly after, the pt went into cardiac arrest. CPR was initiated and an intraaortic balloon was inserted. The pt was intubated. The cx and main trunk were evaluated from multiple view and there was no evidence of dissection. An echo showed a clotted pericardial effusion due to the temporary pacemaker. On the way to the or, the pt developed ventricular tachycardia and fibrillation and could not be defibrillated. The pt's heart muscle was noted to be extremely fragile and weak which caused the perforation from the pacemaker insertion. In spite of all life saving measures, the pt could not be saved. In the opinion of the physician, the cause of death was due to abnormal thallium, and the relationship to the taxus stent is not related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed.